Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with unknown closurefast catheter. The customer states that a patient had the venefit procedure approx 2 weeks ago. The patient came back through the emergency room this past weekend with pain in upper thigh, possible markings of a skin burn, redness in a large area of the thigh and a fever. The physician is concerned that they may have a skin burn but is not certain. Unknown medical intervention, however, the patient has been hospitalized since last sunday (B)(6) 2013 due to this issue.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.